Manufacturer narrative:
(B) (4).

Event description:
A power-on-reset (por) condition was reported on the pt's device which was cleared by the company rep. Two days later another por condition was reported. Further info was requested.